Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details were not appearing after a room transfer, and the user was unable to view the patient to dispense medication. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient failed to appear after the room transfer. The technical support specialist (tss) dialed in to the server and verified the patient was associated with the correct unit and aligned to the proper device. Patient cast showed the patient had been transferred, so the customer was advised to contact the admission team to resend the admit message. Follow up with customer confirmed the admission team resolved the issue and the patient information appeared correctly at the station. The system functioned as intended after the technical support specialist investigated the device.